Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 58-year-old male with a medical history significant for end-stage renal disease, peripheral arterial disease, osteomyelitis, and gangrene, who underwent a partial amputation on (B)(6) 2025. The patient was treated with intravenous antibiotics. On (B)(6) 2025, the patient presented to the emergency department with leukocytosis and worsening pain. Due to the presence of multivessel coronary artery disease and left main coronary artery disease with a reported ejection fraction of twenty-one percent, a decision was made to proceed with percutaneous coronary intervention. The procedure was completed with an impella cp device in place due to the patient¿s high-risk clinical features. During the procedure, a ¿placement signal not reliable¿ alarm was noted throughout, with intermittent correlation to measured mean arterial pressures, and troubleshooting was performed. On (B)(6) 2025, the patient was noted to have hemolyzed laboratory samples. There were concerns for potential hemolysis, although no suction alarms were documented. The patient also received a blood transfusion. The patient was scheduled for a left foot amputation due to his underlying gangrenous disease, which was completed on (B)(6) 2025, with laboratory samples continuing to demonstrate hemolysis. A revision of the amputation was completed on (B)(6) 2025. On (B)(6), 2025, the patient was scheduled for impella device removal, and concern was documented for a potential clot at the vascular insertion site. A cut down approach was planned due to this potential but no confirmation of clot was documented. The patient was successfully weaned and the pump removed.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "this pump is not available for return."